Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: a patient who traveled from ecuador underwent a tha on the left. She had ongoing pain in the hip and after a fall had increasing pain and was diagnosed with an infection. Event confirmation: the revision surgery cannot be confirmed. While there were no cultures, the laboratory results indicated presence of a left hip periprosthetic infection. Root cause: the root cause of the infection cannot be determined. The root cause of the revision would be infection, but the revision surgery cannot be confirmed." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There has been 1 other similar event for the sterile lot referenced, which also relates to infection. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. A clinician review of the provided medical records indicated the following: "while there were no cultures, the laboratory results indicated presence of a left hip periprosthetic infection." Although the root cause could not be determined from the information provided, it is possible that the reported patient fall contributed to the event. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to infection (surgeon reported that after patient fell, a hematoma developed and became infected). A stage 1 revision was performed where all implants were removed and a spacer was placed.